Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. However, it was reported that the supply bag disconnected without falling, which is a known cause of this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice (hc) device during dwell four. The patient was connected to the homechoice at the time of the alarm. The technical service representative explained the alarm and assisted the patient in ending therapy. During the troubleshooting, it was determined that there was a loose connection to a supply bag. The patient was to complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.